Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
Info from a maude report (#(B)(4)) indicated that the physician was unable to remove a left ureteral stent in his office. The pt was taken to the operating room for stent removal. The pigtail portion of the stent was encrusted with calcium deposit and debris. The stent was grasped with grasping forceps and gently removed. The more proximal portion of the stent was temporarily hung up in the distal ureter but it was removed completely.